Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001791, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001791 was manufactured according to the work instruction (wi) version 76 and packaging in the multivac m12 on 14-jun-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a05095 was manufactured according to the wi version 27 assembled in the quickset line, on 02-feb-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a05096 was manufactured according to the wi version 27 assembled in the quickset line, on 02-feb-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a02504 was manufactured according to the wi version 27 assembled in the quickset line, on 19-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The infusion set was in use for one day. Thes site of infusion was abdomen. No further information available.

Manufacturer narrative:
E11: patient city: (B)(6). Patient country: united arab emirates.